Event description:
Customer called to report she was having blood glucose (bg) readings while wearing this pod which eventually went into an occlusion alarm. Her bg levels ranged 170-296 mg/dl before the occlusion alarm sounded. She was able to activate a new pod successfully. No further information is available.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.